Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The customer experienced elevated blood glucose levels and went to the hospital. At the hospital the patient received a blood glucose result of 17 mmol/l and was treated with a perfusor with novorapid insulin. It is unknown how long the patient was hospitalized. The caller reported that water may have gotten into the device. The infusion device was requested to be returned for product evaluation.